Manufacturer narrative:
Concomtiant medical device: d314drg ICD implanted: (B)(6) 2013.

Event description:
It was reported that after having two mitral valve replacement surgeries, the patient's right atrial (ra) lead threshold rose to the point of no capture and the lead exhibited undersensing. It was confirmed by x-ray that the lead had become dislodged. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.